Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: during testing, it was observed that the battery compartment was cracked. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 11-dec-2017.